Manufacturer narrative:
The customer¿s report of a communication error was confirmed. Physical inspection showed green deposits, film and dried residue on the iui connectors. Analysis of the pcu event log shows that epinephrine and norepinephrine were infusing when the system alarmed for ¿channel disconnected¿ during a communication loss of both channels with the pcu. Based on the log results, it is suspected that the malfunction was between pump module s/n (B)(4) (channel b) and the pcu since channels a and b were affected by the loss of communication. Functional testing was unable to replicate any channel disconnect alarms, communication errors or other anomalies when applying aggressive physical manipulation. The cause of the customer¿s report of a communication error is attributed to contamination on the pcu female iui connector.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a communication error occurred during infusions of epinephrine and norepinephrine on a critically ill patient. The pump had not been bumped or touched prior to the communication error event. The pump was replaced with another device and the infusion was restarted. The customer reported that the patient later died but does not attribute the patient¿s demise to the communication error. Received a copy of the customer's medsun report from FDA, which states "a critical patient was running epi and norepi when the pump experienced a communication error. The pump had not been bumped or touched prior to the communication error occurring. The pump was immediately switched out with a backup pump with a minimal gap in medication infusing. The attending physician did not believe that the pump error accelerated the patients decline. Biomed investigation on 2/6/2017: summary of evaluation performed: logs pulled and attached to work order. Iui's inspected for corrosion and damage. Biomed engineers were able to recreate the communication error on the unit. Unable to duplicate the connection problem through shake tests, opening channel doors, or other means. Evidence of disconnections in the logs. Pcu pm completed by (B)(4) during recall remediation. Female iui on pcu shows some signs of discoloration on some of the pins, but not green oxidization."